Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes avialable.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 550:320:654:0000 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to issues with the user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 550:320:654:0000 occurred. The event occurred in the central support department. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.